Event description:
The customer reported via phone call that they were admitted to emergency medical services due to low blood glucose. Customers blood glucose was 40 mg/dl. The customer's current blood glucose was 133 mg/dl. Customer treated low blood glucose with glucose. Customer stated that they accidently delivered too much insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.